Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h3. The device was returned to olympus for inspection. The following malfunctions were identified during the device evaluation: damaged charge-coupled device (ccd) unit. Based on the results of the investigation, a electrical/electronic component identified, and the cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had image noise occur when angulation was applied. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.